Manufacturer narrative:
(B)(4) the explanted lead was not returned for investigation. Review of the patient ecog and impedance data are suggestive of a potential lead break.

Event description:
During review of the patient ecog data, the right thalamus (ant) depth lead (secured with a suture to the dura) identified signal artifact and unmeasured impedances indicative of a lead break. On (B)(6) 2025, the lead detection and stimulation was turned off. On (B)(6) 2025, the lead was explanted and replaced.